Event description:
Healthcare professional reported "allergan/silicone tact". Healthcare professional later reported "grade 3 capsular contracture with full capsulectomy". This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported, "allergan/silicone tact". Healthcare professional, later reported, "grade 3, capsular contracture with full capsulectomy". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Additional observations: observed, creases on the device. White particles observed, on the surface of the shell.

Event description:
Healthcare professional reported "allergan/silicone tact". Healthcare professional later reported "grade 3 capsular contracture with full capsulectomy". This record is for the left side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: grade 3 capsular contracture.